Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately about 3 months prior to contacting lfs and at an unknown date and time she obtained an alleged inaccurately high blood glucose result of ¿367 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. It is unclear whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that about 15 minutes after the start of the alleged issue, she developed symptoms of ¿shaky, sweating and dizzy¿ and at 2pm on an unknown date and time administered food/drink to treat her symptoms. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The patient confirmed that the meter had been set to the correct unit of measure at the time of the test. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.